Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported to aesculap ag that a corehip std cementless 12/14 size 3 (part # nk1003t) was implanted during a total hip arthroplasty (tha) procedure performed on (B)(6) 2021. According to the complainant, two (2) weeks after the tha surgery, a subduction of about 2 millimeters (mm) occurred. After approximately 21 days, a spiral fracture occurred from the lateral part of the stem to the distal part. The patient was scheduled for a revision surgery for (B)(6) 2022. The plan is to replace the stem with another manufacturer's device. The complaint device has not been returned to the manufacturer for evaluation. A revision surgery was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).